Event description:
It was reported that the tip of the rotating hinge knee screw driver broke in the implanted hinge post extension. The tip was retained in the post extension, and the implants were not removed.

Manufacturer narrative:
This report will amended when our investigation is complete.